Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified. In addition, data was provided by patient for investigation. However, the data provided for review does not capture the reported date of issue. Problem could not be confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.